Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 458 mg/dl. The customer treated with manual injections. The customer mentioned that she took off her set and had a bent cannula. The customer stated that she had issues with other reservoirs. The customer will be sent a replacement reservoir.